Manufacturer narrative:
Concomitant medical products: 4968-25 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced fatigue due to asynchronous pacing. The right atrial (ra) lead exhibited high/undefined impedance and a fracture was confirmed. The lead was capped and replaced. No further patient complications have been reported as a result of this event.